Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was infected, so all implants were removed. Patient had an infection previously and surgeon did a single stage revision on (B)(6). Doi: (B)(6) 2021 - dor: (B)(6) 2021 ( left hip).